Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged that he has developed headaches and sinus issues from the machine. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The patient alleged headaches and sinus issues. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no evidence of degraded sound abatement foam. The manufacturer visually inspected the device and found presence of dust/dirt contamination inconsistent with degraded sound abatment foam was observed throughout device enclosure and airpath, suggesting a source external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 errors code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation contamination throughout device enclosure and airpath. Section h6 were updated in this report.

Manufacturer narrative:
The manufacturer submitted the incorrect investigation codes in previous report. In this report, section h6 medical device problem code has been updated in this report. Type of investigation, investigation findings and investigation conclusion has been corrected to reflect the right information.